Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 23 jan 2026, arthrex was notified via email of a case study published on july 2011 by the joint shoulder elbow surgery ¿progressive osteolysis of the radius after distal biceps tendon repair with the bioabsorbable screw.¿ the study reviewed 25 patients identified achilles tendon insufficiency with the bioabsorbable interference screws and tenodesis screw that resulted in fixation failure in 1 patient during the 8 month follow-up. Ref: potapov a, laflamme yg, gagnon s, canet f, rouleau dm. Progressive osteolysis of the radius after distal biceps tendon repair with the bioabsorbable screw. J shoulder elbow surg. Jul 2011;20(5):819-26. Doi:10.1016/j.jse.2011.02.021.